Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced frequent hypoglycemia while using the ilet and requested changes to glucose targets; the clinical team identified maladaptation due to announcing only partial meals and directed a factory reset, with further information and blood glucose details on hypoglycemia requested. Customer care provided support that included referral to clinical line to help with the user's settings. Investigation of this case revealed that the device adapted inappropriately to inconsistent or incorrect meal announcements, resulting in algorithmic maladaptation rather than a hardware fault. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included clinical troubleshooting without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user training and use error related to incorrect meal announcements, remediated through re-education and device reset.